Manufacturer narrative:
Company representative evaluated the unit and verified the problem. Corrections included replacement of the unit's fan, oxygen filter tubing, tubing to the water trap, and adjusting the power supply. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the gas module iii, which may have affected gas monitoring. No patient injury was reported.